Event description:
The customer reported the system displayed a "kv on in error" message and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver board, filament driver board, battery charger, and batteries, and performed a filament calibration. The system operates as intended.